Event description:
It was reported that a patient underwent a gynecological procedure in 2009. At first, the device hesitated to start, then it started and in the middle of the procedure, it stopped working. A second device was used to successfully complete the surgery with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 04/03/2009. Conclusion - the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental form. In addition, a review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.